Event description:
During post dilatation with an aviator plus (catalog and lot unk), the balloon inflated in a dumbbell affect expanding the outer portions of the precise stent; therefore, the physician implanted a non-study stent (abbott) within the precise stent. It was stated that this event potentially pushed some of the plaque through the stent. The lesion was 60% stenosed; however, the physician felt the vessel was opened enough and did not required pre-dilatation. The pt did not experience an adverse event at this time and was discharged the following day. The pt was enrolled and treated in the study with a precise stent to the mid right internal carotid artery. The qualitative lesion calcification upon visual was concentric and the lesion calcification was mild. There was no documented vessel tortuousity. There was thrombus present within the target lesion.

Manufacturer narrative:
This product is not available for analysis. Add'l info will be provided within 30 days of receipt.